Event description:
A venous pressure decreasing alarm occurred at the start of a routine hemodialysis treatment. A blood leak was observed at the top of the filter. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc from discarding the circuit and approximately 75cc from the leak location. No medical intervention was required.

Manufacturer narrative:
Investigation of the device is ongoing at the time of this report. A follow up report will be submitted.